Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump reset unexpectedly. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 66-330 mg/dl.